Event description:
It was reported that, during surgery, the diam 4.3mm screwdriver axis broke inside of the patient. Pieces were successfully removed using forceps. It is unknown how the procedure was completed. No delays were reported. The current health status of the patient is fine. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: product is not returned at this time. Pictures of the broken device were provided. The breakage is observed and located on the hexagonal tip. No other anomaly is noticed on the provided pictures. Manufacturing lot of the device is not visible. As no product was returned, no measurement can be performed. Conclusion the product has not been received at the lyon site for evaluation but photographs were provided where the breakage is observed, so the complaint is confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. Complaint history review: the complaint history review identify one previous similar reported event for this device, and none for the same product lot. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Medical investigation monitoring board (mimb) review: per mimb, a medical investigation was not required. The complaint alleges no injury to the patient. It could not be determined whether the device contributed to the reported event. According to risk management documentation for the qwix instruments, application of excessive mechanical forces is identified as failure mode which could result in breakage of the qwix hexagonal driver. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.